Event description:
During preparation for an rf ablation procedure, the generator didn't boot after pressing the power button. The procedure was postponed to a later date and was provided with a temporary treatment to control the pain.

Manufacturer narrative:
One nt500 pain management rf generator was received into the lab for analysis. No accessories or original packaging were available for inspection. Ac power was applied to the generator and the system did not successfully power on, confirming the reported issue. A known good upper assembly was replaced with the original upper assembly and the unit started up as intended yielding to a non functional front panel as the root cause of the issue. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of the one port was conducted while monitoring the port temps and impedance. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was due to a nonfunctioning front panel board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.